Manufacturer narrative:
(B)(4). The reported field events of noise and impedance anomalies were confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found. The cause of the field event was due to a lead anomaly.

Event description:
It was reported that patient presented for routine follow up showing multiple episodes of non-sustained rv oversensing due to noise. Device was explanted. Patient was stable post-procedure.